Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator set screw exhibited an unspecified issue. The device was explanted. Another device was implanted successfully. The patient¿s condition post procedure was stable.